Manufacturer narrative:
Concomitant medications: heparin and nitroglycerin were given during the procedure. Pre-procedure medications included aspirin. Post-procedure medications included aspirin and clopidogrel concomitant devices: 5.0 x 20 mrn viatrac balloon and spider fx retrieval filter this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00192 and 1016427-2014-00031.

Manufacturer narrative:
As reported by the sapphire ww study, during the carotid artery stenting (cas) procedure there was difficulty recapturing a 5mm angioguard embolic protection device and a different retrieval filter device was used to retrieve the angioguard. Post-procedure angiogram showed spasm of the left internal carotid artery that was relieved by nitroglycerin. The nih and rankin scores at baseline and at discharge were 0. It was reported that the patient was asymptomatic pre-procedure. The procedure was performed on a 99% occluded lesion in the proximal left basilar carotid artery of 20 mm in length and 5.5 mm vessel diameter with moderate vessel tortuosity. There was occlusion in contralateral carotid. The arch I lesion was eccentric with moderate calcification. A 5 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 9x40mm precise pro rx stent was successfully deployed at the target lesion. Post dilatation was performed with non cordis balloons. The residual diameter stenosis measured 20%. Due to the difficulty recapturing the angioguard, another retrieval filter was used. Additional details about the retrieval difficulty are not available. A spasm was also noted that was treated with nitroglycerin. There was no documented dissection or presence of air bubbles. The patient left the catheterization lab in hemodynamically stable condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15958878 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia like symptoms such as muscular or neurological changes. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2014-00192 and 1016427-2014-00031.

Event description:
As reported by the (B)(4) study, during the carotid artery stenting (cas) procedure, there was difficulty recapturing a 5mm angioguard embolic protection device and a different retrieval filter device was used to retrieve the angioguard. Post-procedure angiogram showed spasm of the left internal carotid artery that was relieved by nitroglycerin. The nih and rankin scores at baseline and at discharge were 0. It was reported that the patient was asymptomatic pre-procedure. The procedure was performed on a 99% occluded lesion in the proximal left basilar carotid artery of 20 mm in length and 5.5 mm vessel diameter with moderate vessel tortuosity. There was occlusion in contralateral carotid. The arch I lesion was eccentric with moderate calcification. A 5 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 9x40mm precise pro rx stent was successfully deployed at the target lesion. Post dilatation was performed with non cordis balloons. The residual diameter stenosis measured 20%. Due to the difficulty recapturing the angioguard, another retrieval filter was used. Additional details about the retrieval difficulty are not available. A spasm was also noted that was treated with nitroglycerin. There was no documented dissection or presence of air bubbles. The patient left the catheterization lab in hemodynamically stable condition.